Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient was diagnosed with post-op complication of right breast seroma and had seroma drainage procedure. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Seroma is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the instruction for use (IFU). This MDR represent the ae of right breast seroma (device #2). Additional mdrs were submitted to represent the aes of delayed wound healing (device #1, device #2, device #3 & device #4) and right breast seroma (device #1, device #3, device #4) & left breast seroma (device #1, device #2, device #3 & device #4). Not returned.

Event description:
Per clinical trial (B)(4): on (B)(6) 2020, patient was hospitalized and underwent bilateral primary reconstruction; pre pectoral, using an imf incision. 4 pieces of galaflex were used. No concomitant procedures were done. On (B)(6) 2020, right breast seroma was reported. Patient had seroma drainage procedure on (B)(6) 2020 and (B)(6) 2020. Resolved without sequelae on 9/9/20. Review by medical affairs identifies the right breast seroma as likely related to the device and serious.